Event description:
The customer reported that, in some instances, it was difficult to unlock the security bracket which holds the defibrillator, thereby making the device difficult to deploy. There was no pt involvement.